Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu/erbe) to resolve the reported issue. The system tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The iesu did recognize all instruments. The system log had error m-02. Upon visual inspection, the iesu seems to be in good condition.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, both monopolar and bipolar cautery stopped after a second or two when the surgeon pressed the foot pedals. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noted cautery interruption. The tse asked the customer to verify that the auxiliary foot pedal was not pressed and moved the monopolar instrument cord to the top port. The customer stated that the issue persisted after swapping instrument cords and moving to the other ports. The procedure was completed with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during the procedure and ports were placed. The system functionality was checked upon powering on the system. The system initially powered on without any errors. The surgeon elected to convert to laparoscopy. There were no additional ports placed. The patient tolerated the change.